Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), pelvic pain ('pelvic pain'), abdominal pain ('severe abdominal pain') and genital haemorrhage ('bleeding/ heavy abnormal bleeding') in a 29-year-old female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, hypothyroidism, hyperlipidemia, chronic fatigue syndrome, vaginal discharge abnormality, ovarian pain, ovarian cyst, nausea, dorsalgia, acute cystitis, uterine leiomyoma, obesity, vaginal yeast, hypertension, cholelithiasis, kidney stones and depression. Previously administered products included for an unreported indication: motrin. Concurrent conditions included dysuria, perineal pain, urinary incontinence, asthma, unspecified, gastritis, type 2 diabetes mellitus, nicotine dependence, uterine myoma, culdoplasty, cystoscopy, appendicitis, fatty liver, vaginitis, vulvovaginitis and micturition urgency. Concomitant products included amoxicillin sodium;clavulanate potassium (augmentin), ethinylestradiol;levonorgestrel (seasonique), metronidazole (flagyl) and oxycodone hydrochloride;paracetamol (percocet). In 2016, the patient experienced the first episode of complication of device insertion ("on (B)(6) 2016 the first essure procedure was aborted and no essure device was left in plaintiff (essure 1st attempt)/unable to procedure with placement due to lack of visibility of the tubal ostia/unable to implement essure placement in right ostia"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced the second episode of complication of device insertion ("placement of the essure devices was successful in the left-sided fallopian tube"), 1 day after insertion of essure. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion hospitalization). On(B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraine headaches"), teeth brittle ("brittle teeth"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("cramping/severe cramping"), suprapubic pain ("suprapubic pains"), loss of personal independence in daily activities ("inability to work due to such intense pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (hysterectmony with bialteral salpingectomy. And underwent a hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, dyspareunia, weight increased, fatigue, migraine, teeth brittle, vaginal discharge, loss of personal independence in daily activities, the last episode of complication of device insertion and vulvovaginal pain outcome was unknown and the pelvic pain, abdominal pain, genital haemorrhage, abdominal pain lower, suprapubic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, fatigue, genital haemorrhage, loss of personal independence in daily activities, menorrhagia, migraine, pelvic pain, suprapubic pain, teeth brittle, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of complication of device insertion and the second episode of complication of device insertion to be related to essure. The reporter commented: on or around (B)(6) 2016, plaintiff attempted to undergo the essure procedure, without clear visualization, the procedure was aborted and no essure device was left in plaintiff body. On (B)(6) 2016 there was a re-attempt the essure implant procedure, placement unable to implement essure placement in right ostiaof the essure devices was successful in the left-sided fallopian tube during this procedure. On or about (B)(6) 2016, plaintiff was experiencing such severe abdominal pain that she was admitted for twenty-three (23) hours of medical observation. She continued to experience severe pain after discharge from her (B)(6) 2016 encounter and was referred to a pelvic pain specialist in (B)(6) 2017. After two encounters with the specialist she underwent a hysterectomy in (B)(6) 2017. Discrepancy noted in insertion dates: (B)(6) 2016, (B)(6) 2016 (B)(6) 2016 - unable to procedure with placement due to lack of visibility of the tubal ostia. (B)(6) 2016 - unable to implement essure placement in right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2017: impression: no CT evidence of acute intracranial findings.. Computerised tomogram pelvis - on (B)(6) 2016: impression: 1. No acute abnormality. 2. Right adnexal cyst measuring 3.9 cm is stable.; on (B)(6) 2016: impression: atypical/ectopic position of presumed intrauterine device seen in the far superior and left aspect of the uterus with portion protruding onto the proximal fallopian tube. Correlate clinically. No intrapelvic fluid collection or evidence of hematoma. No intestinal traction or colitis. Unremarkable regression of the solid organs of the abdomen.; on (B)(6) 2016: impression: 1. There is a bilobed the ovarian cyst on the right, ultrasound would be more accurate to better characterize the ovary. 2. Minimal inflammatory changes in the small bowel and large bowel, and the low-attenuation lymph nodes in the mesentery can be seen systemic inflammatory response, celiac sprue, please correlate with history.; on (B)(6) 2017: impression: thickening of the wall of the descending colon related to lack of distention, mild colitis, clinical correlation recommended no evidence of urinary or bowel obstruction contracted gallbladder degenerative changes involving the lower lumbar spine; on (B)(6) 2017: impression: findings consistent with early appendicitis. There is no abscess.. Pathology test - on (B)(6) 2017: diagnosis: 1. Uterus with cervix, hysterectomy: - focal adenomyosis. - proliferative endometrium. - endocervical polyp (3 mia). - souamous metaplasia of cervix. 2. Left fallopian tube and essure device, excision: - fallopian tube and portion of uterine cornu. - essure device (gross only). 3. Right fallopian tube and paratubal cyst, excision: - fallopian tube. -1 paratubal cyst. Pregnancy test urine - on (B)(6) 2016: negative. Ultrasound abdomen - on (B)(6) 2017: impression: fatty infiltration of the liver, slight prominence of the pancreatic duct. No pancreatic mass or peripancreatic fluid is seen. Ultrasound pelvis - on (B)(6) 2017: impression. 3.3 qa right ovarian cyst. Ultrasound scan vagina - on (B)(6) 2016: impression: 1. Uterine fibroid measuring 2.1 x 1.6 x 1.7 cm. 2. Right ovarian cyst measuring 4.0 x 2.5 x 2.7 cm.; on (B)(6) 2016: impression: status post insertion of essure birth control device. In correlation with earliest CT scan of the abdomen and pelvis, only the left device is in place. No retained fluid in the uterine cavity. 2.6 x 2.2 x 2.2 cm right paraovarian unilocular cyst.; on (B)(6) 2016: test: unilateral occlusion (left tube occluded) ((B)(6) 2016). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, lower abdominal pain. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs & medical record received: lot no added. New event - abnormal bleeding (vaginal) added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Event outcome of pelvic pain, abdominal pain, abdominal pain lower, suprapubic pain, vaginal pain and vaginal haemorrhage and menorrhagia events were updated to recovered/resolved. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("bleeding/ heavy abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2016, the patient experienced the first episode of complication of device insertion ("on (B)(6) 2016 the first essure procedure was aborted and no essure device was left in plaintiff (essure 1st attempt)"). In october 2016, the patient had essure inserted. On (B)(6)2016, the patient experienced the second episode of complication of device insertion ("placement of the essure devices was successful in the left-sided fallopian tube"), 1 day after insertion of essure. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion hospitalization). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraine headaches"), teeth brittle ("brittle teeth"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("cramping/severe cramping"), suprapubic pain ("suprapubic pains"), loss of personal independence in daily activities ("inability to work due to such intense pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (to undergo one or more surgeries to remove one or more of the essure coils and underwent a hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, dyspareunia, weight increased, fatigue, migraine, teeth brittle, vaginal discharge, abdominal pain lower, suprapubic pain, loss of personal independence in daily activities, the last episode of complication of device insertion and vulvovaginal pain outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, fatigue, genital haemorrhage, loss of personal independence in daily activities, menorrhagia, migraine, pelvic pain, suprapubic pain, teeth brittle, vaginal discharge, vulvovaginal pain, weight increased, the first episode of complication of device insertion and the second episode of complication of device insertion to be related to essure. The reporter commented: on or around on (B)(6) 2016, plaintiff attempted to undergo the essure procedure, without clear visualization, the procedure was aborted and no essure device was left in plaintiff body. On (B)(6) 2016 there was a re-attempt the essure implant procedure, placement of the essure devices was successful in the left-sided fallopian tube during this procedure. On or about on (B)(6) 2016, plaintiff was experiencing such severe abdominal pain that she was admitted for twenty-three (23) hours of medical observation. She continued to experience severe pain after discharge from her on (B)(6) 2016 encounter and was referred to a pelvic pain specialist on (B)(6) 2017. After two encounters with the specialist she underwent a hysterectomy on (B)(6) 2017. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received. Essure indication added. Event vaginal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), pelvic pain ('pelvic pain'), abdominal pain ('severe abdominal pain') and genital haemorrhage ('bleeding/ heavy abnormal bleeding') in a 29-year-old female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, hypothyroidism, hyperlipidemia, post viral fatigue syndrome, vaginal discharge abnormality, ovarian pain, ovarian cyst, nausea, dorsalgia, acute cystitis, uterine leiomyoma, obesity, vaginal yeast, hypertension, cholelithiasis, kidney stones and depression. Previously administered products included for an unreported indication: motrin. Concurrent conditions included dysuria, perineal pain, urinary incontinence, asthma, unspecified, gastritis, type 2 diabetes mellitus, nicotine dependence, uterine myoma, culdoplasty, cystoscopy, appendicitis, fatty liver, vaginitis, vulvovaginitis and micturition urgency. Concomitant products included amoxicillin;clavulanic acid (augmentin),ethinylestradiol;levonorgestrel (seasonique), metronidazole (flagyl) and oxycodone hydrochloride;paracetamol (percocet). In 2016, the patient experienced the first episode of complication of device insertion ("on (B)(6)-2016 the first essure procedure was aborted and no essure device was left in plaintiff (essure 1st attempt)/unable to procedure with placement due to lack of visibility of the tubal ostia/unable to implement essure placement in right ostia"). On (B)(6)-2016, the patient had essure inserted. On (B)(6)2016, the patient experienced the second episode of complication of device insertion ("placement of the essure devices was successful in the left-sided fallopian tube"), 1 day after insertion of essure. On (B)(6)-2016, the patient experienced abdominal pain (seriousness criterion hospitalization). On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraine headaches"), teeth brittle ("brittle teeth"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("cramping/severe cramping"), suprapubic pain ("suprapubic pains"), loss of personal independence in daily activities ("inability to work due to such intense pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (hysterectmony with bialteral salpingectomy. And underwent a hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, dyspareunia, weight increased, fatigue, migraine, teeth brittle, vaginal discharge, loss of personal independence in daily activities, the last episode of complication of device insertion and vulvovaginal pain outcome was unknown and the pelvic pain, abdominal pain, genital haemorrhage, abdominal pain lower, suprapubic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, fatigue, genital haemorrhage, loss of personal independence in daily activities, menorrhagia, migraine, pelvic pain, suprapubic pain, teeth brittle, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of complication of device insertion and the second episode of complication of device insertion to be related to essure. The reporter commented: on or around (B)(6) 2016, plaintiff attempted to undergo the essure procedure, without clear visualization, the procedure was aborted and no essure device was left in plaintiff body. On (B)(6) 2016 there was a re-attempt the essure implant procedure, placement unable to implement essure placement in right ostiaof the essure devices was successful in the left-sided fallopian tube during this procedure. On or about (B)(6), 2016, plaintiff was experiencing such severe abdominal pain that she was admitted for twenty-three (23) hours of medical observation. She continued to experience severe pain after discharge from her (B)(6) 2016 encounter and was referred to a pelvic pain specialist in (B)(6), 2017. After two encounters with the specialist she underwent a hysterectomy in (B)(6) 2017. Discrepancy noted in insertion dates: (B)(6) 2016, (B)(6) 2016 (B)(6)2016 - unable to procedure with placement due to lack of visibility of the tubal ostia. (B)(6)2016 - unable to implement essure placement in right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6)2017: impression: no CT evidence of acute intracranial findings.. Computerised tomogram pelvis - on (B)(6)2016: impression: 1. No acute abnormality. 2. Right adnexal cyst measuring 3.9 cm is stable.; on(B)(6)2016: impression: atypical/ectopic position of presumed intrauterine device seen in the far superior and left aspect of the uterus with portion protruding onto the proximal fallopian tube. Correlate clinically. No intrapelvic fluid collection or evidence of hematoma. No intestinal traction or colitis. Unremarkable regression of the solid organs of the abdomen.; on (B)(6)-2016: impression: 1. There is a bilobed the ovarian cyst on the right, ultrasound would be more accurate to better characterize the ovary. 2. Minimal inflammatory changes in the small bowel and large bowel, and the low-attenuation lymph nodes in the mesentery can be seen systemic inflammatory response, celiac sprue, please correlate with history.; on (B)(6)2017: impression: thickening of the wall of the descending colon related to lack of distention, mild colitis, clinical correlation recommended no evidence of urinary or bowel obstruction contracted gallbladder degenerative changes involving the lower lumbar spine; on (B)(6)2017: impression: findings consistent with early appendicitis. There is no abscess.. Pathology test - on (B)(6)-2017: diagnosis: 1. Uterus with cervix, hysterectomy: - focal adenomyosis - proliferative endometrium - endocervical polyp (3 mia) - souamous metaplasia of cervix 2. Left fallopian tube and essure device, excision: - fallopian tube and portion of uterine cornu - essure device (gross only) 3. Right fallopian tube and paratubal cyst, excision: - fallopian tube -1 paratubal cyst. Pregnancy test urine - on (B)(6)2016: negative. Ultrasound abdomen - on (B)(6)-2017: impression: fatty infiltration of the liver, slight prominence of the pancreatic duct. No pancreatic mass or peripancreatic fluid is seen.. Ultrasound pelvis - on (B)(6)2017: impression 3.3 qa right ovarian cyst.. Ultrasound scan vagina - on (B)(6)2016: impression: 1. Uterine fibroid measuring 2.1 x 1.6 x 1.7 cm. 2. Right ovarian cyst measuring 4.0 x 2.5 x 2.7 cm.; on (B)(6)2016: impression: status post insertion of essure birth control device. In correlation with earliest CT scan of the abdomen and pelvis, only the left device is in place. No retained fluid in the uterine cavity. 2.6 x 2.2 x 2.2 cm right paraovarian unilocular cyst.; on (B)(6)2016: test: unilateral occlusion (left tube occluded) ((B)(6)2016). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), pelvic pain ('pelvic pain'), abdominal pain ('severe abdominal pain') and genital haemorrhage ('bleeding/ heavy abnormal bleeding') in a 29-year-old female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, hypothyroidism, hyperlipidemia, post viral fatigue syndrome, vaginal discharge abnormality, ovarian pain, ovarian cyst, nausea, dorsalgia, acute cystitis, uterine leiomyoma, obesity, vaginal yeast, hypertension, cholelithiasis, kidney stones and depression. Previously administered products included for an unreported indication: motrin. Concurrent conditions included dysuria, perineal pain, urinary incontinence, asthma, unspecified, gastritis, type 2 diabetes mellitus, nicotine dependence, uterine myoma, culdoplasty, cystoscopy, appendicitis, fatty liver, vaginitis, vulvovaginitis and micturition urgency. Concomitant products included amoxicillin;clavulanic acid (augmentin), ethinylestradiol;levonorgestrel (seasonique), metronidazole (flagyl) and oxycodone hydrochloride;paracetamol (percocet). In 2016, the patient experienced the first episode of complication of device insertion ("on (B)(6) 2016 the first essure procedure was aborted and no essure device was left in plaintiff (essure 1st attempt)/unable to procedure with placement due to lack of visibility of the tubal ostia/unable to implement essure placement in right ostia"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced the second episode of complication of device insertion ("placement of the essure devices was successful in the left-sided fallopian tube"), 1 day after insertion of essure. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion hospitalization). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraine headaches"), teeth brittle ("brittle teeth"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("cramping/severe cramping"), suprapubic pain ("suprapubic pains"), loss of personal independence in daily activities ("inability to work due to such intense pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (hysterectmony with bilateral salpingectomy. And underwent a hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, dyspareunia, weight increased, fatigue, migraine, teeth brittle, vaginal discharge, loss of personal independence in daily activities, the last episode of complication of device insertion and vulvovaginal pain outcome was unknown and the pelvic pain, abdominal pain, genital haemorrhage, abdominal pain lower, suprapubic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, fatigue, genital haemorrhage, loss of personal independence in daily activities, menorrhagia, migraine, pelvic pain, suprapubic pain, teeth brittle, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of complication of device insertion and the second episode of complication of device insertion to be related to essure. The reporter commented: on or around (B)(6) 2016, plaintiff attempted to undergo the essure procedure, without clear visualization, the procedure was aborted and no essure device was left in plaintiff body. On (B)(6) 2016 there was a re-attempt the essure implant procedure, placement unable to implement essure placement in right ostiaof the essure devices was successful in the left-sided fallopian tube during this procedure. On or about (B)(6) 2016, plaintiff was experiencing such severe abdominal pain that she was admitted for twenty-three (23) hours of medical observation. She continued to experience severe pain after discharge from her (B)(6) 2016 encounter and was referred to a pelvic pain specialist in (B)(6) 2017. After two encounters with the specialist she underwent a hysterectomy in (B)(6) 2017. Discrepancy noted in insertion dates: (B)(6) 2016, (B)(6) 2016. (B)(6) 2016 - unable to procedure with placement due to lack of visibility of the tubal ostia. (B)(6) 2016 - unable to implement essure placement in right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2017: impression: no CT evidence of acute intracranial findings. Computerised tomogram pelvis - on (B)(6) 2016: impression: 1. No acute abnormality. 2. Right adnexal cyst measuring 3.9 cm is stable.; on (B)(6) 2016: impression: atypical/ectopic position of presumed intrauterine device seen in the far superior and left aspect of the uterus with portion protruding onto the proximal fallopian tube. Correlate clinically. No intrapelvic fluid collection or evidence of hematoma. No intestinal traction or colitis. Unremarkable regression of the solid organs of the abdomen.; on (B)(6) 2016: impression: 1. There is a bilobed the ovarian cyst on the right, ultrasound would be more accurate to better characterize the ovary. 2. Minimal inflammatory changes in the small bowel and large bowel, and the low-attenuation lymph nodes in the mesentery can be seen systemic inflammatory response, celiac sprue, please correlate with history.; on (B)(6) 2017: impression: thickening of the wall of the descending colon related to lack of distention, mild colitis, clinical correlation recommended. No evidence of urinary or bowel obstruction. Contracted gallbladder. Degenerative changes involving the lower lumbar spine; on (B)(6) 2017: impression: findings consistent with early appendicitis. There is no abscess. Pathology test - on (B)(6) 2017: diagnosis: 1. Uterus with cervix, hysterectomy: focal adenomyosis. Proliferative endometrium. Endocervical polyp (3 mia). Souamous metaplasia of cervix. 2. Left fallopian tube and essure device, excision: fallopian tube and portion of uterine cornu. Essure device (gross only). 3. Right fallopian tube and paratubal cyst, excision: fallopian tube. 1 paratubal cyst. Pregnancy test urine - on (B)(6) 2016: negative. Ultrasound abdomen - on (B)(6) 2017: impression: fatty infiltration of the liver, slight prominence of the pancreatic duct. No pancreatic mass or peripancreatic fluid is seen. Ultrasound pelvis - on (B)(6) 2017: impression 3.3 qa right ovarian cyst. Ultrasound scan vagina - on (B)(6) 2016: impression: 1. Uterine fibroid measuring 2.1 x 1.6 x 1.7 cm. 2. Right ovarian cyst measuring 4.0 x 2.5 x 2.7 cm.; on (B)(6) 2016: impression: status post insertion of essure birth control device. In correlation with earliest CT scan of the abdomen and pelvis, only the left device is in place. No retained fluid in the uterine cavity. 2.6 x 2.2 x 2.2 cm right paraovarian unilocular cyst.; on (B)(6) 2016: test: unilateral occlusion (left tube occluded) (B)(6) 2016). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, 125 days before insertion of essure, the patient experienced the first episode of complication of device insertion ("on (B)(6) 2016 the first essure procedure was aborted and no essure device was left in plaintiff (essure 1st attempt)"). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced the second episode of complication of device insertion ("placement of the essure devices was successful in the left-sided fallopian tube"). On (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion hospitalization). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), weight increased ("weight gain"), fatigue ("fatigue"), migraine ("migraine headaches"), teeth brittle ("brittle teeth"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("cramping"), suprapubic pain ("suprapubic pains") and loss of personal independence in daily activities ("inability to work due to such intense pain"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2017) and surgery (underwent a hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, dyspareunia, weight increased, fatigue, migraine, teeth brittle, vaginal discharge, abdominal pain lower, suprapubic pain, loss of personal independence in daily activities and the last episode of complication of device insertion outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, fatigue, genital haemorrhage, loss of personal independence in daily activities, menorrhagia, migraine, pelvic pain, suprapubic pain, teeth brittle, vaginal discharge, weight increased, the first episode of complication of device insertion and the second episode of complication of device insertion to be related to essure. The reporter commented: on or around (B)(6) 2016, plaintiff decamp attempted to undergo the essure procedure, without clear visualization, the procedure was aborted and no essure device was left in plaintiff body. On (B)(6) 2016 there was a re-attempt the essure implant procedure, placement of the essure devices was successful in the left-sided fallopian tube during this procedure. On or about (B)(6) 2016, plaintiff was experiencing such severe abdominal pain that she was admitted for twenty-three (23) hours of medical observation. She continued to experience severe pain after discharge from her (B)(6) 2016 encounter and was referred to a pelvic pain specialist in (B)(6) 2017. After two encounters with the specialist she underwent a hysterectomy in (B)(6) 2017. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.